Event description:
On (B)(6) 2017, leica biosystems received a complaint regarding undiagnosed tissue. Also on (B)(6) 2017, leica biosystems received the case details for two (2) patients for whom tissue was not diagnosable. Refer to report number 1423337-2017-00022 for detail of the other patient involved.